Manufacturer narrative:
Applied medical has just received the event device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: na. Event description: "the results of the device evaluation's finding of rough actuation on the returned sterile units." Type of intervention: na. Patient status: na.

Manufacturer narrative:
Investigation summary: a sterile unit was returned to applied medical for evaluation, along with the event unit. Testing was performed on the sterile unit, and rough actuation was observed. Based on the evaluation of the sterile unit, it is likely that the rough actuation was caused by the blade forming process, which led to an increase in blade interference. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible inspection enhancements intended to further minimize the potential for this type of event to occur.